Manufacturer narrative:
Upon receipt, the lead was found cut at approx. 13.5 cm distal to the is-1 connector pin. All parts of the lead were received. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The returned fragments were visually and electrically analysed. The inspection revealed a deformed conductor cable to the shock coil in the region of the df1 connector. In this area the conductor cable was found fractured. This damage occurred most likely during the explantation procedure as a result of tensile forces while unplugging the df1 connector. Furthermore cuts in the insulation, deformations of the inner conductor coil and the shock coil were found which most likely resulted from mechanical forces applied during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of about 10 weeks, increased impedance values were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.